Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue. Therapy was restored post-op.